Manufacturer narrative:
Zimmer biomet complaint: (B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. The complaint of trial liner fractured upon insertion is confirmed. It has been shown that product which meets the print specifications will function during a surgery unless a condition of increased torque after repeated autoclaving occurs. According to the DHR, the trial liner most likely left biomet conforming. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right total hip arthroplasty, during which the trial liner fractured upon insertion. A second trial liner was used to complete the procedure. No adverse events have been reported as a result of the malfunction.